Event description:
Report rec'd of the pump delivering primary and secondary fluids concurrently instead of the intended piggyback. The pump was programmed to deliver d5.45ns at a rate of 5ml/hr on the primary line. The secondary line was programmed to deliver hespan at a rate of 200ml/hr. After two hours of infusion, the nurse noticed that the pump display indicated the secondary was infusing as expected; however, the primary bag contained less fluid than expected. There were no reported adverse pt events while the pump was in use. Though requested, no add'l info was provided.